Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjohuntleigh has become aware of an event involving tenor passive floor lift and xl disposable sling, which occurred in (B)(6) hospital located in (B)(6), USA. It was reported that during resident (male, (B)(6), with amputated leg at the knee) transfer from bed to wheelchair, the resident slid out of the center of the sling and fell to the floor. As a consequence, the resident sustained a wrist fracture. The leg straps of the sling were not crossed when the event occurred.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #(B)(4)). On 2018-mar-20 arjo has become aware of an event involving arjo patient handling system: tenor passive floor lift and disposable sling (xl size), which occurred in ssm health depaul hospital located in bridgeton, mo, USA. It was reported that during resident (male, 350 lbs, with amputated leg at the knee) transfer from bed to wheelchair, the resident slid out of the center of the sling and fell to the floor. As a consequence, the resident sustained a wrist fracture. The leg straps of the sling were not crossed when the event occurred. No malfunction within the sling, neither lift that could have caused or contributed to the issue was reported. When reviewing similar reportable events registered during last 5 years, we have found only one case with similar fault description - slip out of sling, when tenor lift was used. Based on product knowledge and review of previous complaints as well as performed simulation, there is no possibility of a person to slide out of the sling during on-label use of the device. As per tenor instruction for use (IFU thl25808m rev. 9),: "this resident sling guide is only an approximation, other factors which must be considered when selecting the appropriate sling are: resident's distribution of body weight (i.e. Hips, thighs, upper body); resident's height, torso length; resident's physical condition (i.e. Amputee, contractions, etc.)." The IFU also warns: "warning: before attempting to raise a resident, a full clinical assessment of the resident's condition & suitability must be carried out by a qualified person on the individual resident to determine if it is advisable that he/she will be lifted and/or transferred using a tenor." This unfortunate incident occurred when the resident with an amputated leg was being transferred on flites, attached on device's spreader bar using uncrossed methods of loop attachment. The selected sling for this specific patient did not provide a safe resident transfer as there was no natural obstruction - bent leg in the knee joint, which could restrains the person's sliding through the leg flaps gap. According to the root cause analysis, the most probably cause of the resident fall occurrence was the presence of additional factors (incl. An amputated leg) which shall be considered prior to selecting the most appropriate type of sling. Arjo offers amputee sling intended for assisted transfer of single and double amputee. When the sling dedicated for amputee person is used, there is no possibility to fall, because of its specific design. The amputee sling IFU shows the possibilities of sling selection based on resident's amputee and for one leg amputee suggests to use a right/left amputee sling (depending on amputee) or hammock amputee. For bariatric amputee patients there is also dedicated sling - bariatric hammock sling with safe working load (swl) 454 kg. Summarizing, tenor passive floor lift and flites was used for resident's transfer and thus was directly involved with the reported incident. As an outcome, the patient slipped out of sling and fell to the floor sustaining a wrist fracture. There was no technical failure within the lift or the sling that could have caused or contributed to the event occurrence.